Event description:
It was reported that customer is experiencing high blood glucose levels. Customer's blood glucose reading was 50 mg/dl. Customer also reported scratches and cracks on the display screen of the insulin pump. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case battery tube threads and minor scratched lcd window. No cracks at the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.